Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. The product was not returned.

Manufacturer narrative:
Additional information/corrected data received (B)(4) 2012: additional information received that this patient is a bilateral. What was originally reported as the revision date is actually the original surgery for the opposite hip. Although the month/year are known, the day is not.

Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00112, 00113, 00115.

Event description:
Allegedly revised due to suspected tissue reaction.